Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the surgeon experienced no aspiration and the occlusion bell sounded during a procedure. The product was replaced and the procedure was completed with no harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
A review of the device history record (DHR) indicated the order was built to specification. One wet cassette was returned for this complaint. The sample was visually inspected and no obvious defects were found. It was noted that the drain bag was detached frolm the cover due to saturation; however, the drain bag tape was properly aligned on the cassette cover. The sample was functionally tested and passed testing. The sample was able to reach a maximum vacuum within specification. The irrigation and aspiration flow rates were within specification and no leakage occurred during testing. The root cause of the customer's complaint could not be established as the returned sample met specifications. (B)(4).